Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding a cartridge alarm 1. Reportedly, the customer ended the call abruptly. There was no reported impact to the customer's blood glucose level. Recommendation was made to load a new cartridge.